Event description:
It was reported to philips that the customer requested dosimetric control of the device due to an allegation of alopecia that occurred after an angiographic examination. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips was informed that no medical intervention was provided to facilitate hair growth. No information was provided as to whether the patient¿s hair has grown back. The reported procedure consisted of many dsa and 3d procedures and lasted about 53 minutes. The patient received a total dose of approximately 5 gy which is higher than the threshold dose (3gy) for temporary hair loss as described in the system¿s instructions for use (IFU). A philips field service engineer (fse) examined the system on site and conducted x-ray safety and image quality tests, confirming the system was operating within specifications. During the assessment, the lateral automatic exposure control (aep) meter was replaced and returned for analysis. Visual and functional tests found no issues with the aep meter. Log files analysis was performed and did not identify any malfunction. The codes were updated based on investigation outcome.